Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/10/2025, arthrex regulatory reported via email that a clinical study review identified a case involving recurrence of genu varum deformity. The patient experienced collapse of the osteotomy, associated with non-union and a superimposed infection. Progressive loss of angular correction became more noticeable when comparing serial follow-up radiographs to the immediate post-operative images, as small incremental changes in alignment may have otherwise been overlooked. At the 6-month follow-up, findings included non-union and a possible infection characterized by pain and overlying cellulitis. The patient demonstrated signs of potential infection (pain and cellulitis with elevated esr and crp, though without positive wound cultures) following a procedure using ibalance hto.